Event description:
Good day, I just tried to verify the extended expiration date on my covid test on the FDA covid test date site. Neither the lot# nor the use by date are included in the tables: ihealth lot#- 223co20113, use by (B)(6) 2022 (among others). I assume that these are expired, but it would be nice to have included "all" lots, whether they are expired or not in the tables since this deals with a pandemic situation. This would eliminate all doubt and the need for messages like this one. Thanks.